Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 307 mg/dl. The customer also experienced the diabetic ketoacidosis. The customer was treated with insulin pump and intravenous drip. The customer was treated with 10 units of insulin and that brought them down below 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. The customer did chest x-ray and magnetic resonance imagine. The insulin pump will not be returned for analysis.